Manufacturer narrative:
The automated impella controller (aic) was received from the customer and an investigation regarding the returned device has been completed. The aic logs were reviewed and did not provide any information relevant to the reported failure mode. The aic power cord was inspected and the high resistance of the grounding wire was confirmed. The ac plug was disassembled and it was observed that the strain relief was overtightened to the point that it compromised the wiring inside the cord jacket.

Event description:
It was reported that a loaner automatic impella controller (aic) did not pass the electrical check upon arrival. The plug ground resistance was too high, and the cord was broken. Another aic loaner was provided to the customer. No patient was involved.